Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked reservoir window, missing end cap sticker and cracked case near display window corners. All buttons functioned properly. No button error alarms noted. However, corroded keypad traces and moisture damage was noted on the lcd board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the customer went into the pool with the insulin pump and then received a button error alarm that could not be cleared. Customer's blood glucose value was 17.0 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.